Event description:
It was reported that balloon perforation occurred. The target lesion was located in the superficial femoral artery. A 3.0mmx20mmx135cm (4f) sterling was advanced for dilation. During the procedure, the pressure of the inflator continued to drop, and it was observed that the head part of the balloon was perforated. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling was returned for analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination showed no issues. Functional testing was completed by using an inflations device filled with water to inflate and hold water at nominal pressure. The balloon held pressure and was deflated with no issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon perforation occurred. The target lesion was located in the superficial femoral artery. A 3.0mmx20mmx135cm (4f) sterling was advanced for dilation. During the procedure, the pressure of the inflator continued to drop, and it was observed that the head part of the balloon was perforated. The procedure was completed with another of the same device. There were no patient complications as a result of this event.